Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A nurse of an (B)(6) female pt alerted zoll customer support on (B)(6) 2014. The pt was conscious and sitting in a chair at the time of the event. The nurse witnessed he event. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 00:35:5. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continued to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4)- reuse. Electrode belt (B)(4), 05/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.